Event description:
On (B)(6): field svc engineer (fse) reports: customer had the injector set up with the following protocol at the powerhead: 6ml/sec, 20ml, duration 3 sec. The console in control room read: 6ml/sec, 100ml, duration 3 sec. They attempted to change volume at console, and it would not change the displayed number from 100ml. The injection duration did change though. The powerhead volume was able to be changed correctly. On (B)(6): customer reports via phone to product monitoring the coronary cta procedure was completed without incident. Pt age and gender were unknown. No injuries reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.